Event description:
It was reported that during an unspecified procedure the colonovideoscope had a clip dislodged after encountering a blockage of the scope's instrument channel during a procedure where no clips were being used. The scope had been reprocessed and cleaned multiple times between the present procedure the last procedure that a clip had been used. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.